Event description:
It was reported by the customer that a pyxis anesthesia es system biometric scanner failed when a user was attempting to remove medications during a procedure. The customer added that the required medications were retrieved from the pharmacy. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. Corrections and or additional information has been added to the following sections: d1, d5, d9, h6, e3, b5. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 11-sep-2022 to 10- sep-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the pyxis anesthesia es system's biometric scanner failed when a user was attempted to remove medications during a procedure. A field service engineer could not replicate any failures and decided to replace the scanner due to station availability. The system functioned as intended after the field service engineer troubleshot the device.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the station's biometric scanner was not working, and the issue could not be reproduced. A field service engineer decided to replace the scanner due to station availability. The system was functional as intended.

Event description:
It was reported by the customer that a pyxis anesthesia es system biometric scanner failed when a user was attempting to remove medications during a procedure. The customer confirmed that there was no delay or patient harm. The customer added that the required medications were retrieved from the pharmacy. There were no adverse events or injuries reported based on this event.